Event description:
It was reported that foreign particles were found in the packaging of an unspecified quantity of sterile repeater pump tube sets. The foreign particles were observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.